Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. D154awg implantable cardioverter defibrillator (ICD) 2009-(B)(6); 5076 implantable pacing lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances, multiple short interval counts (sic) and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.